Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they used one of the catheters for a new catheterization for a male patient. Within a few hours of inserting the catheter, it self-expelled with the balloon deflated. The patient re-attended the clinic, and they were unable to inflate the balloon. It appeared the foley catheter balloon had ruptured.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. No actions taken at this time since a root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "do not use if package is damaged. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Warning: on catheter, do not use ointments or lubricants having a petroleum base. They will damage the catheter and may cause balloon to burst. Proceed with catheterisation according to local protocol. To inflate catheter, simply insert tip of sterile water-filled syringe gently into valve (do not overpenetrate) and depress plunger. Instill entire amount of sterile water - 10 ml". Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they used one of the catheters for a new catheterization for a male patient. Within a few hours of inserting the catheter, it self-expelled with the balloon deflated. The patient re-attended the clinic, and they were unable to inflate the balloon. It appeared the foley catheter balloon had ruptured. Per follow up information received via ibc on 18oct2024, stated that having now discussed this further and looking at patient history it has since become apparent that the patient in question has had a further catheter balloon burst but this was a different make catheter. They had since found out that patient had a metal plate to his pelvis, and it was felt that this may be the cause of the ruptured balloons. Therefore, they did not feel that there was an issue with either catheter.